Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (50-60s mg/dl) and soda was consumed to address the bg level. The customer thought the low bg was due to the recent adjustment that was made by a healthcare provider (hcp) to the pump's carbohydrate ratio setting. Tandem technical support advised the customer to discuss the event with the hcp.